Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor leaked. Additionally, "after filling folfusor pump with repeater pump and after taking off transfer tube set, there was a leakage in filling port". This issue was discovered during filling. The device was filled with 12g cloxacillin for a total volume of 250 ml. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: device manufacture date: november 16, 2021 - november 17, 2021. H10: the device was received for evaluation. A visual inspection was performed, and it was noted that there was evidence of leak (backflow) at the fillport when the fillport cap was removed. The cause of the backflow was due to a particle lodged under the device checkband. The particle was identified to be acrylic material via ftir test. Acrylic is the raw material of the device stressmember which is located inside the bladder. Small shaving from the stressmember may have been stuck under the checkband during manufacturing. The reported condition was verified. The cause of the condition was a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.